Event description:
It was reported during a dynamic helical hip system (dhhs), the advancing of the helical blade jammed in the side plate and advanced too far. The helical blade was stuck so implants had to be removed and was revised with a dynamic hip screw (dhs). There was a twenty minute surgical delay. The patient status/outcome is unknown. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation details, the part was received as assembly, and lag screw shaft not aligned with key. The key slot is deformed. Inspected part for related non-conformances. Lot number is not available, lot number is obscured by assembly.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.